Event description:
In 2005, during a d&c hysteroscopy, physician passed a sharp curette in a to and from motion to curette the entire endometrial cavity until the cri uteri was noted. The curette was felt at one point to pass greater than the nine cms that the uterus had sounded per uterine sound dilators. At that time uterus was felt to perforated. Perforation site was inspected with no evidence of active bleeding. Pt was watched for ten mins with no active bleeding.